Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 45 mg/dl when his actual blood glucose level was close to 200 mg/dl. The customer also received the weak signal alert related to the sensor. Troubleshooting was done. Advised customer that the sensor glucose and blood glucose reading difference that she received was not within an acceptable range. Nothing further reported.